Manufacturer narrative:
The insulin pump was programmed with correct time and date, monitored for 9 days and no time anomalies were noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump was received with cracked case at the display window and with minor scratched lcd window.

Event description:
It was reported that the insulin pump experienced a time clock anomaly. The customer did not know the blood glucose reading. The customer stated that the device was requested for the time and date to be updated more frequently than normal. She reported that this occurred 10 different occurrences within a single day. The insulin pump passed the self test during the troubleshooting process. The caller requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.